Event description:
Pt experienced hyperglycemia of unk cause beginning on (B)(6)2010. Pt corrected hyperglycemia with an insulin pen and changed the insulin cartridge and infusion set. Most recent elevated blood glucose was on (B)(6)2010. Blood glucose was 5-6 mmol/l (90-108 mg/dl) in the morning and it was 26 mmol/l (468 mg/dl) two hours later. Pt felt sick and started backup infusion device. Infusion headset is changed every 3 days and infusion tubing is changed every week. Pt has not experienced an infection or started new medication. Infusion device was not exposed to water or electromagnetic fields. Target blood glucose is 5-6 mmol/l (90-108 mg/dl). The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.